Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist reviewed data and found that there were "abnormal assay" error flags were for kinetic check, indicating a sample mixing issue. The ccc attempted to perform service method testing (smt), however, smt testing failed due to multiple reagent arm 5 (r5) pressure transducer errors. A siemens customer service engineer was dispatched to the customer site. The cse evaluated the instrument and replaced r5 probe cleaner pump and aligned the aliquot probe to the sample rack and aliquoter. The cse ran service methods after which sample probe arm 3 (s3) failed mix, over mix and alignment tests. The cse replaced the s3 mixer and sample 2 probe (s2) flush pump due to excessive noise. The cse ran quick check and quality controls (qc), resulting within specifications. The cse performed calibration, and obtained reagent 2 probe (r2) air knife error, indicating issue with the aliquot drain. The cse replaced the aliquot probe and flushed the aliquot drain, then retested the instrument to verify it was operational. The cause for the discordant, falsely low ca results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca result.